Event description:
Procedure type: lower anterior resection. According to the reporter: when stapling across the rectum, the stapler would only fire to the 30 mark, and then stop. The handles would squeeze with no action in the load. They tried multiple loads of the purple 45, then switched to the black 60 load. They also tried changing handles and still could not get the stapler to complete the firing across the rectum. The surgeon ended up opening the pt, using a ta45 green across the rectum and then an eea28 to finish the case. Unanticipated extension of the incision by more than 10". Surgery time was delayed 1 hour.

Manufacturer narrative:
(B)(4).